Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following section was corrected: h6 clinical code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint is not confirmed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unk tibial lot# ni. Unk articular surface lot# ni. G2: pakistan. H6: suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain more than 6 months post procedure in the left knee. The pain persists continuously. The doctor advised to get an MRI of knee. Due diligence is in progress for this complaint; to date no additional information or product has been received.